Manufacturer narrative:
Investigation evaluation: the product said to be involved was returned in a clear bio bag. A lot number was not provided with the returned device. Our laboratory evaluation of the product said to be involved confirmed the report. During our function test the device would open but would not close when the handle was actuated. No other anomalies were detected with the device. The device will be sent back to the supplier for further evaluation. The supplier provided the following information: one device from the reported event was returned in a zip type bag with proof of decontamination. The device was tested for "would not close". During functional testing, it was confirmed that the device would not close when the handle was manipulated. Upon disassembly of the device tip, it was noted that the device has a butt joint that had broken at the solder connection. The reported defect was confirmed. Due to the lot number being unknown the device history records for the reported device could not be returned. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusion: the customer experienced issue of "would not open" was confirmed; the device would open but not close. The root cause is a butt joint was a broken control wire / link wire solder joint. The supplier is currently working on improvements to create a more robust soldering process to prevent solder joints from breaking. The instructions for use state: "beginning at the handle and moving toward the cups, uncoil the forceps making sure not to stretch the cable. Open and close the cups to verify smooth handle operation and appropriate cup action. Become familiar with the amount of handle movement required to operate the cups. If any irregularities are noted, do not use. Note: exercising the handle while the forcep is coiled may result in damage to the performance characteristics of the forceps." Prior to distribution, all captura bronch biopsy forceps no spike are subjected to a visual inspection and functional test to ensure proper workability. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During a colonoscopy procedure, the physician used a cook captura serrated large forcep-spike. The technician went to close the forcep and it broke. The forceps actually would not close. Because of this, the facility was not able to remove the device from the endoscope channel; thus the entire endoscope had to be removed. A new forceps was opened and used to complete the procedure. Additional information received from the area representative on 02/09/2017: the location was in the colon and a colonoscopy was being performed. The technician opened the forceps for the first time and felt a snap. He was then unable to close the forceps, so the scope had to be removed from the patient to manually close the forceps so it could be removed. No harm resulted to the patient and no additional procedures were needed. No parts of the forceps were left behind either. They opened up a new forceps to complete the procedure and that product worked just fine.